Event description:
Thought I was going to choke [choking sensation], top part of brush head came away [device breakage], product counterfeit [product counterfeit]. Case description: consumer contacted via e-mail and stated that when she was using it, the top part of the brush head came away. No serious injury was reported.

Manufacturer narrative:
17-sep-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Thought I was going to choke [choking sensation]. Top part of brush head came away [device breakage], case description: consumer contacted via e-mail and stated that when she was using it, the top part of the brush head came away. No serious injury was reported.